Event description:
Diagnosed with renal cell carcinoma and invasive dcis after 4 years using the philips remstar plus c-flex device. Noted 4 mm lung upper lobe modules. Just notified in 2021 of potential harm from use of this CPAP machine. My CPAP was replaced in 2020 with resmed unit. Did the use of this product contribute to my diagnosis. Is there a class action suit related to this recall? FDA safety report ID # (B)(4).